Manufacturer narrative:
The apc/esu system has been deemed by the customer to be functioning as intended; therefore, system was not returned to erbe for an evaluation. In addition, no anomalies were found in either of the device history record (DHR) of the involved devices. In conclusion, no equipment problems occurred that would have caused or contributed to the reported event. Most likely there were many factors involved in the reported incident. Specifically, upon the intervention, the remaining tissue of the bowel wall did not stay intact which resulted in the perforation. In conclusion, no determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work is scheduled for (B)(4) 1207 with the medical staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-100, serial number (B)(4)) was involved in a patient incident. An colonoscopy was performed to ablate angioectasia in the ascending colon. The systems were pulse or forced apc mode, 40 watts. A small perforation occurred and the patient was given antibiotics to address the issue.